Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set came off. No patient injury was reported. See MFR: 3012307300-2016-00070, 3012307300-2016-00071, and 3012307300-2016-00073.